Event description:
Caller reported that the cartridge leaked insulin due to an issue at the o-ring. There was no adverse impact to the customer¿s blood glucose level. Caller was able to change the cartridge and resume insulin therapy successfully, and cts arranged for the cartridge to be returned.